Manufacturer narrative:
D10 concomitant product: preamplifier pmpamp71 invos 7100 (serial#: (B)(6)) sensor cable re-usable pmac71rsc invos (lot#: 2021-04-20) sensor cable re-usable pmac71rsc invos (lot# 2023-10-26) docking station pmac71doc invos 7100 (serial#: (B)(6)) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a procedure, the device had no rso2 reading and dropped out after roughly 10 seconds. The patient's procedure was delayed by roughly 10 minutes, and the patient had a bcp surgery without cerebral oximetry monitoring. The sensors and the cables were changed. All efforts were made to ensure a signal, but the monitor would not give a reading. The monitor was removed from theaters and attempted to get an rso2 reading on the user itself, but the monitor would not give a reading. There was no patient injury.